Event description:
It was reported that the patient had a urinary tract infection recently that turned into a yeast infection. Patient was going to have her doctor check on her vaginal mesh as it may have moved. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the "bad" uti the patient had "in (B)(6) 2012" had found "2 types" of bacteria in the urine. No additional information was reported regarding the event.

Event description:
Additional information received reported the patient's urinary tract infection onset/diagnosis was (B)(6) 2012. It was noted there was no device problem. Additional information received 6 days later reported, the patient still had concerns regarding her device or therapy but she had not sought further help. It was noted the patient "needed to get a cystourethrogram after her mesh was fixed and then the doctor would get her device working correctly."

Manufacturer narrative:
Product ID, 3889-28 lot# v251861, implanted: 2009 (B)(6), product type lead product ID, 3037 serial# (B)(4), product type programmer, patient. (B)(4).